Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3. Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow could not be determined as no logs were returned to review low flows occurring in the field and issue did not reproduce on returned product.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 63 year old male with an acute myocardial infarction and cardiogenic shock, pre support with scai shock stage d, was supported with an impella pump inserted via the right femoral artery using a percutaneous approach. Pump 1 was implanted on (B)(6) 2026 at 6:05 am. The device initially functioned as intended; however, later in the day, the patient experienced deteriorating support characterized by low flow and suction alarms at p2. Echocardiography confirmed adequate lv filling, and fluid resuscitation did not resolve the alarms. Due to persistent low flow and suction events, a pump exchange was recommended. The exchange was performed quickly and successfully. The reported low-flow and suction alarms on pump 1 were associated with a small thrombus identified at the device inflow upon explant. The exchange to a new pump resolved the issue, and the patient experienced no adverse clinical outcome. The event did not result in patient harm, and the patient remained supported post exchange. Further device analysis is pending product return.